Event description:
It was reported that the atrial lead exhibited loss of capture. An x-ray confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.